Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x8mm drug eluting stent to the 90% stenosed lesion located in the calcified, moderately tortuous left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the distal edge of the stent was lifted. The procedure was completed using another taxus stent, same size. No pt complications occurred. Pt status post procedure is noted as "good".